Event description:
The manufacturer previously noted a ventilator was alarming for a service required alarm condition. There was no harm or injury. The device evaluation had not yet been completed. The device was returned to a third-party service center for evaluation. A service required alarm indicating a circuit mismatch was observed. The device's blower assembly, proportional valve, solenoid valve and machine flow sensor were replaced to address the issue. Additionally, the device's particulate filter, muffler assembly and air inlet foam filter were replaced per preventive maintenance protocol. The following components were found to have fungal contamination. The device's blower bellows seal, blower mount, blower cap, blower chassis plate, system tubing, blower chassis tubing, fio2 tubing and o2 flow tubing were replaced to address the issue.